Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: 8636023 device history review: no anomalies if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During impacting with heavy hammer ceramic insert, insert broke. Both correct sizes: cup and ceramic liner. Liner changed with poly liner. Twenty minutes delay. Surgeon: dr (B)(6). Procedure: antero-lateral hip / tha.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.